Manufacturer narrative:
The console was returned for investigation and tested on the e0053-05 qa test system. An entire simulated aquablation session were performed successfully without triggering any errors. The aquabeam robotic system's treatment log file confirmed the reported e42 motorpack error. Root cause is undeterminable as reported failure mode could not be reproduced upon receipt. A review of the device history record (DHR) for lot number 23c02108 and ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Um0101-00 rev. F aquabeam robotic system user manual, us states the below. E42 motorpack error. Release foot pedal and click x. If error persists, reconnect motorpack to console and turn off and turn on console. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Component code = 4756 - aquabeam console a reusable component of the aquabeam robotic system. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during procedural setup, the aquabeam console displayed error code e42 ¿ "motorpack error: motorpack console communication lost." To resolve the issue, the surgeon unplugged the aquabeam foot pedal and the robot, then restarted the system. However, this approach did not fix the error. The surgeon replaced the aquabeam motorpack and handpiece with brand-new units, but the e42 error persisted. The console itself was identified as the likely source of the problem. Given the continued malfunction and the inability to establish proper device function, the surgeon decided to abort the procedure. There were no adverse health consequences to the patient due to this event.